Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon grasped the tissue with the device then when they tried to release the tissue the jaws would not release. The surgeon had to cut around the jaws to remove the instrument from the patient¿s cavity.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: biological matter was present in the jaws of the device. Ratchet button had broken off from the body of the device. Ratchet button flange was not intact. Device jaws grasped and released properly when used concurrently with release lever as ratchet mechanism could not be deactivated due to disengaged ratchet button. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken ratchet switch may occur when improper or excessive force is exerted on the ratchet button. When the ratchet button not present on the handle the ratchet mechanism will be left activated, necessitating the use of the release lever in grasping and releasing the jaws. If information is provided in the future, a supplemental report will be issued.